Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would spark when activated. Another device was used for the procedure and no patient injury occurred. Examination of the received device on (B)(6) found the device would occasionally self-activate.

Manufacturer narrative:
(B)(4). Date of initial report: 01/21/2017. Date of follow-up report: 02/08/2017. One ls1037 was received for evaluation. Visual inspection found no defects, and could not identify and damage consistent with arcing. The reported condition was not confirmed, and an alternate failure was found. The jaws opened and closed normally using the handle. The device was recognized when plugged into the generator, but it would self activate when moved. Further investigation found the tip of the switch button was shorter than normal, resulting from excessive force or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed, causing self activations. The investigation identified the cause of the reported event to be excessive wear on the button. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were found.